Event description:
It was reported that prior to starting an unspecified da vinci-assisted surgical procedure that, the tip of a tip-up fenestrated grasper instrument broke in half on one side. The instrument had been used in a previous case. The customer stated that they were unable to determine when the tip broke off the instrument and they were bringing in the previous patient for imaging because they were unable to find the missing piece. It is unknown if the planned da vinci-assisted surgical procedure was completed but there was no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Isi has not received the tip-up fenestrated grasper instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. An instrument log review confirmed that the tip-up fenestrated grasper instrument was last used on 02-aug-2022 with no uses remaining on da vinci system sk2477. A system log review was performed to confirm that the tip-up fenestrated grasper instrument was used in a da vinci-assisted right hemicolectomy on 02-august-2022 via system sk2477. This complaint is being reported due to the following conclusion: prior to the start of an unspecified da vinci-assisted surgical, the tip of the tip-up fenestrated grasper instrument was found to be broken. However, the customer was unsure when the tip of the instrument actually broke off. The fragment has not been found. At this time it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3, h6 and h10. Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customers reported complaint of "tip broke in half on one side of the tip-up fenestrated grasper". The tip-up fenestrated grasper instrument was found to have a broken grip at the midpoint. Failure analysis found the primary failure of a broken grip to be related to the customers reported complaint. A piece approximately 0.66" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause was attributed to mishandling/misuse, such as excess force applied to the instrument jaw. Additional observation: the tip-up fenestrated grasper instrument was placed on a system and was recognized as expired. The instruments usage history was reviewed to determine the number of uses remaining as well. Data showed that there was zero uses remaining. The housing was removed and the red dot was present, but the life indicator did not rotate to make the red dot visible at the window when the instrument expired. The root cause of the life indicator failure to rotate is attributed to a component failure. Failure analysis found the additional failure the life indicator failure to rotate to not be related to the customer's reported complaint.